Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector on the external pulse generator (epg)was broken. In addition, the holder is missing. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment output connector assembly is broken and hanger assembly is missing. Hanger o-ring and hanger screw are missing. Capacitor c277 is damaged on main printed circuit board. Upper case is dented. Encoder assembly and two knobs are damaged. Lower case is broken. Display is out of specification electrical. Output connector nut is missing. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.